Event description:
Same case as MFR report #: 6000093-2006-01597. Clinical trail. It was reported that 355 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified two de novo target lesions in the proximal circumflex (cx) which were direct stented with 3.5x32mm and 3.5x12mm taxus express2 drug eluting stents deployed at 14 atm and post dilated at 14 atm. The pt was discharged two days following the index procedure on asa and plavix. The pt expired 355 days following the procedure reportedly due to non-cardiac causes. The pt's cause of death is not known; however, it was reported that the pt was taking asa and plavix at the time of death.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplement medwatch report will be filed.